Manufacturer narrative:
The examination results verified the laxity complaint and suggest that this event is liketly related to tolerance variations and extremes.

Event description:
Reporter states that the surgeon impacted the insert in the appropriate manner using the proper insert impactor. He noted an unusual amount of motion between the insert and tibial baseplate. He removed the insert and implanted another which engaged securely. There was no adverse consequence for the pt.